Event description:
A family member of the customer reported a motor error on the customer's insulin pump during an attempt to bolus. There was no significant event reported leading up to the alarm. The customer's blood glucose value was 54 mg/dl. It was advised that the customer discontinue use of the insulin pump and to return it for analysis and a replacement. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)